Manufacturer narrative:
Upon receipt at our post market laboratory, this device was thoroughly inspected. The device emitted no beeping tones when a magnet was applied. Residual gas analysis was completed with all levels of gas and moisture at acceptable levels. The pulse generator case was then removed and battery cell measured at 3.142 to 3.164v, however the voltage at output of the battery flex cable measured 0v. Resistance was found in the battery confirming a blown fuse within the battery. The damage is consistent with exposure to a strong magnetic field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, despite attempted with multiple programmers. Despite multiple attempts to interrogate, no tones were emitted. Technical services (ts) provided troubleshooting options and recommended performing an x-ray to ensure system position is appropriate. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, despite attempted with multiple programmers. Despite multiple attempts to interrogate, no tones were emitted. Technical services (ts) provided troubleshooting options and recommended performing an x-ray to ensure system position is appropriate. Currently, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market laboratory, this device was thoroughly inspected. The device emitted no beeping tones when a magnet was applied. Residual gas analysis was completed with all levels of gas and moisture at acceptable levels. The pulse generator case was then removed and battery cell measured at 3.142 to 3.164v, however the voltage at output of the battery flex cable measured 0v. Resistance was found in the battery confirming a blown fuse within the battery. The damage is consistent with exposure to a strong magnetic field. This report is being filed for corrected data to b.5 describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, despite attempted with multiple programmers. Despite multiple attempts to interrogate, no tones were emitted. Technical services (ts) provided troubleshooting options and recommended performing an x-ray to ensure system position is appropriate. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information was then received that this patient underwent three magnetic resonance imaging (MRI) procedures without proper device programming beforehand. This information was not available at the time of device explant.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, despite attempted with multiple programmers. Despite multiple attempts to interrogate, no tones were emitted. Technical services (ts) provided troubleshooting options and recommended performing an x-ray to ensure system position is appropriate. This device was explanted and replaced. No additional adverse patient effects were reported.